Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 21mm 11500a was explanted after an implant duration of one (1) year, 1 month due to aortic root dissecting aneurysm and stenosis. The explanted valve was replaced with a 25mm 11060a valved conduit. Per medical records, since avr and 2022, patient has developed dissecting aneurysmal dilation of the retained sinus segment where the majority of the noncoronary sinus became severely dilated and dissected. Some degree of aortic stenosis was also noted. Intraoperatively, the aortic valve was relatively small in size with some fibrotic changes. A 25mm valved conduit was sized and was seated in an intra-annular fashion. Tee revealed a well seated valve and well-functioning aortic valve with minimal gradient. Pathology report identified aortic valve without calcification, without cusp tear, without thrombus, with obstructive fibrous ingrowth (pannus), and without vegetations.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia.